Event description:
A malfunction was reported by a distributor in denmark, involving a pump with the malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level. The customer received pump reset information and assistance from technical support, but the issue persisted, prompting technical support to replace the pump. The customer was informed of the replacement and provided with instructions for returning the defective device. No information was shared regarding the backup insulin therapy the customer would use.